Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connector, case, and cover were broken. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) connector, case, and cover were broken. It was noted that both bail covers were broken. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.